Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable and footswitch were evaluated and reseated. The system was tested and found to be working as intended and returned to service. See scanned page.

Event description:
The customer reported the x-ray switch light came on and would not fluoro. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.